Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had an episode last night" and was needing assistance with sending a transmission via his mycarelink heart app. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported asa result of this event.